Event description:
It was reported that the patient presented for generator changes due to normal elective replacement indicator (eri). Interrogation prior to the procedure noted that the right ventricular (rv) lead exhibited increased on capture threshold and pacing impedance. The rv lead was capped and replaced on (B)(6) 2023. No patient consequences reported throughout the procedure.